Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable human chorionic gonadotropin, stat (hcg) result for one patient sample. The initial result was 0.604 miu/ml. Due to a delta check, the sample was repeated with results of 1091.1 miu/ml with a data flag and 1102 miu/ml with a data flag. The results were reported outside of the laboratory. The patient was not adversely affected. The reagent lot number was 179277. The expiration date was requested, but was not provided. No specific root cause could be identified from the provided analyzer alarm report.

Manufacturer narrative:
The customer reported questionable hcg stat results were received for two additional patient samples on (B)(6) 2015. No specific data was provided. The erroneous result was reported outside the lab, but the doctor rejected the result and asked the laboratory to recheck. The patients were not adversely affected. Service checked the analyzer after this reoccurrence and found the sample cover was broken causing the probe to not be in the correct position and come close to the side of the sample cup. He also found the probe voltage was not correct so he changed the pcb board. A specific root cause could not be identified based on the provided information. A general reagent issue was not likely based on the provided calibration and qc data. The issues found with the instrument were determined to be possible root causes. It was noted the customer was not following the tube manufacture's recommendation for centrifugation. This could have affected the sample quality and contributed to the issue.